Event description:
Patient presented to the physician with the stimulation lead exposed through the skin. Physician brought the patient into the or and resecured the stimulation lead. Physician prescribed antibiotics after the procedure was completed. This resolved the issue.